Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to be stuck in the "preparing to prime" loop. Customer reported that insulin continued to "squirt" after motor stopped during manual prime process. Customer's blood glucose was 47 mg/dl and 279 mg/dl. Customer declined troubleshooting for low blood glucose. After troubleshooting or prime rewind, customer was advised to monitor insulin pump.